Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported issue. The instrument was found to have a broken tube extension at the distal end. A broken piece was not returned, measuring roughly 0.0350 x 0.0815 and 0.0565" x 0.1370" in size. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an or staff noticed the monopolar curved scissors was broken in the shaft, approximately 2 cm superior of the wrist. A similar backup da vinci instrument and cannula were used to continue with the case. No fragments fell into the patient. The procedure was completed with no reported injury.